Event description:
It was reported to medtronic minimed that the clip was damaged and the stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1880, acc-1601. Troubleshooting was performed. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was performed for damage, and the customer reported that the display window cover was damaged. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1880 was requested, and the customer's response was that the device would be returned. No product return is required for acc-1601.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test properly. All buttons were tested while navigating the menus and intermittent button response was noted during testing. Proceed it by cutting unit open and perform a visual inspection of keypad assembly, connectors and electronic stack. Moisture damage noted on keypad traces leading to intermittent button response. Unit was successfully downloaded using thump software. The adapt tool was used to obtain alarms recorded around event date to confirmed complaint code. On 04/23/2025 16:23:05.000hour thorough 04/23/2025 17:45:17.000hour multiple stuck key alarm (61) were recorded. The following cosmetic damages were noted: scratched case, cracked case, cracked keypad overlay, cracked battery tube threads cracked, broken belt clip rails and cracked case (battery tube). In conclusion, customer allegation was confirmed. Intermittent button response was noted due to corroded keypad traces. In addition, customer's concern of missing display window cover was not confirmed due to pump was received with display window cover in place. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.